Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that there was no improvement after the operation, and the specific symptoms before the operation were not informed. A complete set of device had been explanted in 2021, and the specific explanation hospital had not been informed.